Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on june 3, 2021. Device evaluation summary: according to the information received, the patient experienced a rupture in the smooth hpg, 600cc breast implant and developed capsular contracture. The product was returned to mentor for evaluation. Mentor conducted a visual inspection. Visual analysis of the returned sample determined that the smooth hpg, 600cc breast implant was found to be ruptured. As the authorization form for examination was not received the product evaluation lab couldn´t identify a conclusion due to the specific nature of this rupture. The evaluation was limited to non-destructive testing. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Patient also experienced right sided rupture post procedure. Reason for device explant and/or reoperation: capsular contracture baker grade IV and rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent breast augmentation revision surgery with a 600cc mentor memorygel breast implant experienced right sided capsular contracture baker grade IV post procedure. As a result, patient has a planned explantation (B)(6) 2021.